Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
The pt died the day after the index procedure. No add'l info is given. The pt was a male. The pt had a history of copd, chf, renal insufficiency, myocardial infarction, hypertension, and coronary artery disease. The target lesion was the ostium of the left internal carotid. The vessel was tortuous, concentric, and moderate calcification. Lesion length was 12mm and pre-procedure stenosis was 80%. The physician attempted to deploy an angioguard but was unable to cross the lesion. The physician used a boston scientific embolic protection device. A precise 10 x 40mm stent was deployed in the target lesion.